Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor presented a flickering screen. The issue occurred during inspection for use, during set up in room. There were no reports of patient harm.